Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that coil became detached. A 10mm x 40cm interlock&#11123;5 was selected for use. During procedure, while attempting to deploy the coil, the extremity of the interlocking arm became detached. Subsequently, the coil became stretched and did not remain in place. The coil was extracted through a basket, consequently lengthening the procedure to an hour. There were no patient complications reported.